Manufacturer narrative:
The sample was collected in li heparin plasma tubes with a gel separator and centrifuged for six minutes at 3000 rpm. Qc was within the lab's established ranges pre and post the event. The customer performed a routine system check on (B)(4) 2010 which failed the washed mean. Bci field service engineer (fse) cleaned and verified the unit is working properly. Fse did not note any issues with the unit. A clear root cause of this event can not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated ckmb result generated by access 2 immunoassay analyzer. Patient sample was repeated on an alternate unit and normal ckmb result was obtained. The erroneous result was not reported out of the laboratory. Patient treatment was not impacted by this event.